Manufacturer narrative:
(B)(4). Date sent: 4/21/2022. D4: batch # u9324c. Investigation summary: a photo along with the device was returned to ethicon for evaluation. During the visual analysis of the photo, the following was observed: the photo shows a device from the jaws area and one of the jaws can be seen broken. Also, the broken jaws appear to be corrosion on the tip area. In addition, 4 loose unformed staples were noted near of device. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the el5ml device was received with one jaw broken at bifurcation and the jaws was not returned. In addition, a plastic bag with a unformed clip inside. The device was disassembled and evidence of corrosion was found throughout the broken area. 2 remaining clips were found on the clip track. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The most likely reason for jaw bifurcation breakage is stress corrosion cracking and the most likely root cause is exposure to a solution containing chlorine. The reported complaint was confirmed. In addition, in order to avoid this kind of issues please do not reuse, reprocess or re sterilize device. Reuse, reprocessing or re sterilization may compromise the structural integrity of the device and/or lead to device failure that in turn may result in patient injury, illness or death.

Event description:
It was reported that during a gastrectomy procedure, while using el5ml, one of the jaws broke and fell into the surgical field. Surgery was delayed by approximately forty-five minutes however procedure was successfully completed. Patient consequence was not reported.

Manufacturer narrative:
Pc-(B)(4). Batch # unk. Additional information received: a photo was received for review. During the visual analysis, the following was observed: the photo shows a device from the jaw area and one of the jaws can be seen broken (both device jaws can be seen in photo). Also, the broken jaw appears to be corroded on the tip area. In addition, four loose, unformed staples were noted near the device. Based on the photo, the event described is confirmed, however, no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned, our evaluation is limited. As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified. Attempts are being made to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.